Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a proglide device after a abdominal aortic aneurysm repair (aaa) procedure with a 6f sheath. Reportedly, a cuff miss occurred. A new proglide device was inserted, but it was observed the foot was unable to fully close. Resistance was felt while removing the device. The physician applied additional force and the proglide was able to be removed. However, the foot plate tore the artery. Therefore, a cut-down was performed and the physician surgically sewed the artery to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.